Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
An initial report was received that osvii was defective or malfunctioned. The incident was described as follows; an osvii was placed in (B)(6) 2009. On (B)(6), 2010, a revision was done. The patients' ventricles were found to be enlarged. The pediatric neuro surgeon determined that the ventricular catheter and peritoneal catheter were pt so he believes that the valve malfunctioned or is defective. The pt did not incur any adverse effects related to this incident. Add'l clinical has been requested.